Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Gtin: (B)(4).

Event description:
It was reported that the probe broke during surgery. It was confirmed that no pieces were left within the patient. There is no report of adverse consequences in this event. The surgery was completed successfully without surgical delay or medical intervention.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. Probable root cause for the reported failure involving this device could have been caused by: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, use error, shear pin failure in handle. In sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation. The failure mode will be monitored for future reoccurrence. Mfg date: 3/26/2013. (B)(4).

Event description:
It was reported that the probe broke during surgery. It was confirmed that no pieces were left within the patient. There is no report of adverse consequences in this event. The surgery was completed successfully without surgical delay or medical intervention.